Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's contact reported the cycler alalrmed for air detected in the cassette during drain 3 of 5. The alarm could not be cleared and treatment was cancelled. When removing the set the patient vontact found fluid leaking. During follow up the patient's nurse reported he did not require any medical intervention and no antibiotics were prescribed. The set was discarded.